Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Therapy cable passed weight and safety but failed eit due to cable likely damaged at the connectors. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to trend for future occurrences.

Event description:
Patient called in to report receiving continuous "connect your plug to monitor " alerts which could not be resolved despite troubleshooting. There was no patient injury or adverse event. However, " connect the plug to your monitor" alert indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.